Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws did not open after firing. The device was released by pulling the trigger from the handle. The device was used around the cholecyst. The clip was fed into the jaws properly. There was no unexpected noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. The deployed clip was properly formed at the time of this event. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with a clip jammed in jaws and with the shaft bent. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, 1 clip was found between tissue stop and clip track jamming the firing mechanism. No functional testing could be performed due to the returned condition of the device. The jaws closed and opened as intended. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.